Event description:
The account alleged that none of the bed functions will operate except for the knee up function. The account alleged that when they move the carrier cable assembly the bed functions started to operate unintentionally. No patient impact.

Manufacturer narrative:
The account stated that after the functions stopped moving they now have all functions working from the side rails but not the footboard including trendelenburg. The account replaced the power control board to resolve the issue.